Event description:
It was reported that this pacemaker exhibited occasional right atrial (ra) undersensing and overpacing due to current programming. Technical services were consulted and confirmed that there was some (ra) pacing during the atrial fibrillation (af) due to ra undersensing. Troubleshooting options were discussed and reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited occasional right atrial (ra) undersensing and overpacing due to current programming. Technical services were consulted and confirmed that there was some (ra) pacing during the atrial fibrillation (af) due to ra undersensing. Troubleshooting options were discussed and reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported. Explanted due to therapy upgrade.